Event description:
It was reported that the ilet displayed persistent alert 38 motor stall alarms that continued despite supply changes, device restarts, and full power downs, and the patient transitioned to multiple daily injections with blood glucose reported as normal. Symptoms included device alarm notifications without reported adverse clinical effects. Outcomes included temporary discontinuation of pump therapy and continued glucose monitoring using a cgm application or receiver, with instruction that libre 3+ sensors would require replacement upon initiation with the replacement device. Investigation included remote troubleshooting and user education on shutdown procedures and data syncing prior to return. Investigation of this case revealed a suspected motor stall consistent with a pump motor malfunction.

Manufacturer narrative:
Manufacturer review¿determined¿that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. ¿ ¿ this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.